Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns plunger rod was broken/damaged. The following information was provided by the initial reporter: at the end of a batch, customer submit the anomalies found. All abnormalities were found during packaging, i.e. Before use. There are no patients involved. Item number: 301029. Batch: 2138434. Event date: first on 27-02-2024. Staxs complaint refs: (B)(4). Scale marking issue: 31. Stopper error: 8. Damaged syringe: 19 black spots: 3 ink: 1 additional information provided: we don¿t have any samples here anymore of these deviations. We¿ve sent all the samples to you. Could you please confirm what is meant by stopper error? = some stoppers were clamped to the piston. Like they were pulled back. Could you please confirm how are the syringes damaged? = cannot, because made no distinguishments. Some had scratches. Some had broken plunger. Could you please confirm where were the black spots noted, in the fluid pathway? = no, cannot confirm. Could you please confirm where is the ink noted, in the fluid pathway? = no, cannot confirm. Could you please confirm are there any pictures available? = no.

Event description:
Additional information: could you please confirm how are the syringes damaged? Cannot, because made no distinguishments. Some had scratches. Some had broken plunger.

Manufacturer narrative:
Eighteen samples of 10ml luer-lok syringes (p/n ¿ 301029) were received and evaluated. All samples were received loose in three smaller bags. One bag contained two syringes with multiple black dots on one of the barrels, and both barrels containing a brownish discoloration consistent with embedded foreign matter. One bag contained two syringes with the stopper jammed between the barrel and the plunger rod, the third bag contained eleven syringes, nine loose stoppers, two loose barrels, 1 loose plunger rod, and 1 piece of a broken barrel flange. Of the eleven syringes, seven were found to have major damage to the plunger rod, two were found to have damage to the barrel and plunger rod, one was found to have a light scratch around the barrel not in the scale markings, and one with one black ink dot not in the scale marking. The light scratch on the barrel and black ink dot do not affect form, fit, or function. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the ink dots defect is associated with the marking process. Potential root cause for the barrel and plunger rod damaged, barrel and plunger rod missing, and stopper distorted defects is associated with the assembly process. The reported scale marking defect was not identified in the samples received.